Event description:
It was reported that, an 840 ventilator was not able to work on battery. The ventilator was not in use on a patient at the time the event occurred. Customer declined vent repair by covidien service engineer. Customer will complete the repair replacing the battery and completing all the required testing. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.